Manufacturer narrative:
Additional information: manufacturer's investigation conclusion: heartmate 3 lvas IFU (document 100168999, rev. A) outlines all pump parameters (including pump power) in section 1 ¿introduction¿ (under ¿explanation of parameters¿). This section explains that device power is a direct measurement of pump motor voltage and current. Abrupt changes in power should be evaluated for cause. The IFU also contains information on all system controller alarms and how to resolve them. The alarms and troubleshooting section of hm3 lvas patient handbook rev. A (document #10006136), provides a list of alarms and the proper actions associated with them. The handling emergencies section lists examples of emergencies and what actions to take. The heartmate 3 lvas patient handbook (document 10006136, rev. A) instructs the patient to call your hospital contact if you think that, for any reason, any portion of your equipment is not functioning as usual, is broken, or you are uncomfortable with the operation of the equipment. Your hospital contact can check the equipment and order replacements, if needed. Do not try to repair anything yourself. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
Patient weight was requested but not provided. Approximate age of device ¿ 1 year, 8 months. The heartmate 3 lvas was implanted during the momentum 3 clinical trial, ide# (B)(4). FDA approval for heartmate 3 lvas was received on 23 august 2017. The same device is used commercially and in the ongoing momentum 3 trial. The gtin unique device identifier for the commercial heartmate3 lvas is (B)(4). No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2017. It was reported that the patient experienced vad fault alarms that occurred 6 times over a 15 minute span. Log file analysis captured a number of false pump stops which appear to be caused by an issue with the pump current sensing feature. Analysis determined this may have been initiated by an electrostatic discharge (esd) events. No further information was provided.